Manufacturer narrative:
Continuation of d10: product ID 97714 (serial: (B)(6)); product type: 0197-implantable neurostimulator; section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID 39565-65 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a battery replacement procedure for a normal elective replacement indicator (eri), a lead associated with the implantable device did not easily slide out of the old battery. The healthcare professional observed that one tail of the lead appeared "sheared at the tip" and experienced difficulty inserting the lead into the new battery. Despite eventually securing the lead into the new battery, connection and impedance issues were noted. High impedance values were observed on the day of surgery, with electrode 2 and electrode 3 both measuring 40,000. Troubleshooting steps included checking the old and new batteries with plastic plugs to ensure nothing was catching and attempting to move the lead slightly to address the connection and impedance issues. The issue remains ongoing.